Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinical team had difficulty with alaris syringe pumps while infusing the subqutaneous infusion drug hizentra. The devices had occlusion alarms shortly after the infusion started. However, no issues with the tubing observed. There was patient involvement, but the outcome is unknown.